Manufacturer narrative:
The date of admission for sepsis was not provided. The date of event was approximated. Approximate age of device ¿ 1 year and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for sepsis. The source was unknown at the time.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not conclusively be determined. The submitted log files contained data from 19jan2019 through (B)(6) 2019. No atypical alarms or events were captured. The acutal motor speed remained above the low speed limit for the duration of the log files and the device appeared to be functioning as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No further related complaints have been reported at this time. The heartmate 3 lvas IFU lists sepsis and hemolysis as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection and the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient experienced driveline infection on 20jan2019 and is reported under MFR report # 2916596-2019-00427.

Event description:
Additional information: it was reported that the elevated ldh was most likely from hemolytic anemia relating to antibiotics. CT scan was unremarkable, but showed colitis. The ldh level trended down when the fever was gone and the antibiotics were stopped. The clinician team believed that the source of sepsis was due to driveline infection on (B)(6) 2019. Through direct antigobulin test, the patient was tested positive for warm autoimmune hemolytic anemia which was thought to be caused by penicillin regimen vs. Cephalosporin. The treatment at the time includes antibiotic cessation and prednisone. The labs are almost at baseline and the patient was discharged.